Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly, as the pump was dimple and no refilling. A CT scan was performed during which it was noted that the amount of fluid in the reservoir had decreased. Therefore, the patient underwent a revision surgery to remove and replace the reservoir and the pump. Upon explant, it was identified air in the pump. There were no patient complications reported.